Event description:
It was reported that a clearlink blood filter set was difficult to prime. After spiking into a solution bag no flow of fluid was observed through the filter of the device. The filter was squeezed to initiate flow and prime the device. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. However, the IV representative visited the facility on (B)(6) 2014. During the visit, he showed the facility members proper technique of (B)(4). Since then, no other issues have been noted. Should additional relevant information become available, a supplemental report will be submitted.